Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿removal of protruding screws in a painful total hip arthroplasty: a case report "written by caribay vargas-reverón, md, bruno capurro, md, alfonso j. Alías, md, ernesto muñoz-mahamud, md, phd, pere torner pifarré, md, phd, and jenaro a fernández-valencia, md, phd published by science direct on october 23, 2020 was reviewed. The articles purpose was to present a case of an uncommon cause of persistent pain after total hip replacement surgery, due to multiple protruding screws; with the subsequent impingement of surrounding soft tissues, affecting the iliopsoas muscle, the external obturator muscle and nerve, and the sciatic nerve. Case report: (B)(6) year-old female complaining of severe and persistent pain after 2 years of a revision surgery of a left tha performed. The pain occurring mainly with movement, specifically with flexion and adduction of the thigh, affecting her daily activities and limiting ambulation. Blood tests were normal and showed no signs of infection. Patient underwent a long-release corticosteroid injection for pain. Procedure provided a minor temporary sedation of pain and thus improvement of symptoms and was provided physical therapy. Mars study found that the patient had impingement of the screws with the surrounding soft tissues, affecting the iliopsoas muscle, the external obturator muscle and nerve, and the sciatic nerve. The lack of continued pain relief lead the patient to undergo a surgical approach. During the operation, the cup was found be at 52 degrees abduction, but was found to be stable so it wasn¿t revised. The 4 screws were removed. A new liner and competitor cup were replaced. Patient reported pre-operative pain was resolved a few hours after the procedure. Depuy products: pinnacle bantham cup, 4 acetabular screws, marathon pinnacle liner, smith & nephew stem and femoral head.